Event description:
When introduced by physician into abdomen automatic retraction of end blade was not functioning. Injury to the common iliac vein resulted with an emergency laparotomy necessary to correct injury (repair of common iliac vein done). The release button of the trocar was apparently not functioning.